Event description:
A blc was performed based on the available programming history. The result was 5.75 years until elective replacement indicator = yes. Programming history from the date of implant ((B)(4) 2004) up to 8/2010 was used in this calculation.

Manufacturer narrative:
Analysis of programming history.

Event description:
An implant card was received indicating that this vns patient underwent generator replacement for battery depletion on (B)(6) 2012. The patient also underwent lead replacement on the same day; however, no reason was provided. Operative notes from the patient's replacement surgery were received on (B)(6) 2012. In the surgery, the generator was replaced, and system diagnostics were run three times, indicating high lead wire impedance each time. The lead was then replaced. Systems diagnostics were run and demonstrated good lead wire impedance. The device was programmed to settings provided by the patient's neurologist. (The exact settings were not provided in the operative notes.) Follow up with the patient's neurologist revealed that a dcdc code of 6 was observed on (B)(6) 2012. No x-rays were taken, no patient manipulation or trauma is known to have occurred, and no lead fracture was suspected prior to surgery. It was also reported the device could not be interrogated or programmed, and diagnostics could not be performed prior to surgery. This event is captured in MFR. Report # 1644487-2012-01194. Attempts to obtain additional information were unsuccessful as the physician's office will not release information without patient consent. The explanted devices have been discarded.